Event description:
Healthcare professional (hcp) reports one incident of blood leak with the psn 210 dialyzer. Incident occurred during patient's treatment. Blood leak was verifed visually in dialysate, by leak alarm, and positive hemastix. Blood was not returned, with an estimated blood loss of 200cc. Treatment was resumed with new disposables without further incident. No pt injury or medical intervention reported per hcp.